Event description:
The accounts maintenance stated that the head section is at 30 degrees and will not go up or down due to a faulty head drive.

Manufacturer narrative:
The account has not completed repairs.